Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 545 mg/dl and 500 mg/dl. It was reported that they had disconnected from the pump during the high blood glucose. The customer declined troubleshooting for high blood glucose. The customer was advised to wait 10 seconds and reconnect xmtr to sensor. The insulin pump will not be returned for analysis.